Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that after a stenting procedure of the right internal carotid artery, the patient experienced a stroke. Reportedly, post procedure,the patient started showing signs of neurological deficits manifested by left hemianopsia, dysarthria and left sided paralysis. Integrilin and unspecified vasopressors and/or inotropes were administered. The condition is reported as continuing to improve. Though requested, no additional information was available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not product any findings relevant to this report.